Event description:
Medtronic received information that exposed to magnetic field or MRI, pump error 130 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w ver = 6.7v. Retainer = black. Customer returned the pump for alleged multiple pump error 130 alarms and approximately a month ago the pump was exposed to magnetic field (mf) through the airport body scanner reported on (B)(6) 2021. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37, 38, 43 or 130 alarms, insulin flow blocked alarms, displacement anomalies, or drive/motor anomaly noted during testing. The pump history and trace files were successfully downloaded using thump. The pump history file lists data from 3/10/2022 thru 6/3/2022. Unable to verify pump error 130 alarms or any other alarms/alerts prior to 3/10/2022. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted and the motor flex cable on j5/pcb 1 was locked properly. The motor was tested outside of the pump on the ngp stb3 and passed. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, end cap address label faded, and pillowing keypad overlay. Pump error 130 alarm and alarms/faults associated with MRI/mf exposure (pump error 37, 38, 43, insulin flow blocked alarms, displacement anomalies, and drive/motor anomaly) are not confirmed. Pump error 37, 38, 43 or 130 alarms, insulin flow blocked alarms, displacement anomalies, or drive/motor anomaly noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.